Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received ad 31 jul 2024. Additional event information. Update ad 15 aug2024: update event description: on (B)(6) 2013, patient underwent a single stage right hip revision surgery undergoing an irrigation and debridement, placement of antibiotic beads and revision and replacement of modular components ¿ placing a pinnacle cup size 62, polyethylene liner, tri-lock femoral stem size 10 with standard offset and a 36+5 ceramic femoral head. The patient continued to spike temperatures despite being on antibiotics of vancomycin and ceftriaxone. The hip started to develop increasing redness. Because of increasing redness and temperature spikes, the patient underwent a right hip aspiration on (B)(6) 2013 showing a high white blood cell count. On (B)(6) 2013, the patient then underwent a 2 stage exchange with removal of the depuy synthes components, irrigation debridement and placement of an antibiotic spacer. The patient would later undergo the second stage where final components will be placed. Post-surgical xray on (B)(6) 2013 reveals a nondisplaced fracture of the proximal aspect of the right femur inferior to the trochanteric region. No treatment was reported at the time. Doi: (B)(6) 2013 dor: (B)(6) 2013; right hip.